Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 600 mg/dl at time of incident. Another blood glucose level was 425 mg/dl. The customer was treated with insulin drip. Insulin pump had a no delivery alarm. The device will not be returned for analysis.